Event description:
Caller indicated the relion prime was giving variable readings. Customer stated she took her blood sugar in the morning and received a reading of 40mg. She didn't eat that morning due to being busy. She normally takes her reading around 8am. She stated she felt that wasn't right because she didn't feel like anything was wrong with her. She then tested 8 minutes later and received a blood sugar reading of 333mg. She stated, there is no way that was accurate. She stated she didn't take another reading until dinner time then she received 157mg. She stated, she called the doctor's office to consult about her readings then the doctor informed her to go to (B)(6) then (B)(6) instructed her to contact arkray. Controls not used. Customer requested refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.